Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the superficial femoral artery (sfa). The 6.0mmx250mmx135cm armada 35 balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was noted during removal of the protective sheath. The bdc was soaked and prepped prior to use with no issue or leak noted during preparation. The bdc was successfully advanced to the target lesion; however, the balloon ruptured at nominal pressure during the first inflation and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 6.0mmx250mmx135cm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.